Event description:
Customer stated the newly installed helmet changer actuator lmr03 was not continuously and smoothly running. Investigations on site have shown the hoist jumped 75 degrees for approx 5-7 degrees. New actuator was installed and trolleys, sensor and switches adjusted and smooth movement was established. This did not cause an accident, but the worst case scenario is a 120 kg helmet dropping down onto the helmet trolley without any prior warning.

Manufacturer narrative:
Investigation results: the service documentation "corrective maintenance manual lgk c1.1 and pm manual does not specify the details of the sensor and switch checks and adjustments." Engineer found the following: hoist sensor and switches were incorrectly adjusted, causing the helmet to dock incorrectly. All helmet trolleys needed adjustment. All were a little off height and not parallel to the helmet changer in the lower position. The documentation doesn't contain sufficient info to do the adjustment of switches and sensors. The correct way to do the operation is performed during engineer training. Corrective action: service documentation and work instructions will be updated to better specify how to perform the corrective maintenance. Training on the updated documentation will be held.